Event description:
It was reported that during a lung resection procedure, the device was closed on the lung and it did not fire. Then they could not get it to open. The rep was called to walk them through getting the device open. However, it would not open. They finally had to cut the device off the lung. This was a wedge biopsy; the device was cut out and they re-sewed the lung together to complete. The patient is fine.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
The lay user/ pt contacted lifescan alleging the meter displays unk error message. The reporter was unable to recall the error number displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The analysis found that ec60a device was returned in good physical condition and the closure trigger was clamped shut. The end effector was articulated 45 degrees when returned, and a white cartridge was in the jaws of the end effector. The device was locked out when it was returned as shown by the lock-out indicator on the handle. The device was unable to be either fired or returned during its functional inspection. A CT scan of the shaft found that the knife was buckled on the proximal end of the articulation joint, which prevented the knife from moving distally or proximally. Although no conclusion could be reach on what cause the damage to the knife it is possible that the damage begins with incorrect cartridge installation into the jaws of the end effector. If this occurs, the device will then lock out as intended. Attempts to actuate the firing trigger when the device is locked out will result in two signals being given to the operator that the device is locked out. The first is abnormally high resistance on the firing trigger. The second is the display of the lock-out symbol on the device¿s handle. If the user overrides both of these signals and continues to apply excessively high force to the firing trigger, then the knife may buckle under the applied loads.